Event description:
Pt's spouse had out pt surgery on pt's knee in 2001 at surgical ctr. The surgery as it was explained to rptr and pt was a simple procedure that would allow for immediate recovery. After the surgery, a bulb-like IV containing a fluid was strapped to pt to flow into the knee. Pt was told that it contained a fluid that was supposed to drain into the knee joint for the next week or so. Within hrs of arriving home pt began to complain of excruciating pain. The anesthesia had worn off and pt was in great pain. Rptr called the dr's office and were assurred that the "substance in the bulb" would help pt's pain to subside. Rptr and pt went into the dr's office the next day because the pain was unbearable for pt. Dr examination concluded that the "bulb was stopped up" and that dr had corrected the problem. Rptr asked dr how a product that was applied into pt's knee could be or get stopped up? Dr's reply was that it happened. Rptr told dr that rptr needed to know the MFR of the bulb some times get clogged up. Rptr would like to the FDA/cber to inquire about the "bulb and it's contents". The rptr and pt can't seem to get a straight answer from the dr. After dr cleared the line and the rptr and pt went home. The next day pt's leg was swollen like a balloon. Rptr and pt again contacted the dr's office and were told to come into the office. This time one, the dr was in surgery and the rptr and pt were attended to by one of dr's assistants. The assistant informed the rptr that the needle from the "bulb" assembly had come out of pt's knee joint and was draining into pt's leg. That explained the swelling. The assistant then removed the "bulb" containing the solution that was supposed to be in pt's knee for a week with the repsonse that "it won't hurt anything". Please help. Rptr has had to see pt suffer a lot over the past three weeks. Rptr needs to know that the defective "bulb containing the unknown fluid" that was supposed to drain into pt's leg for over a week is not the culprit of the pt's agony and pain.